Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on after putting new battery. The customer¿s blood glucose level was 110 mg/dl at the time of incident. Customer stated that the insulin pump was accidentally dropped. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer reported that the display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.